Event description:
Around 4:30 in the early morning of 16th sept 2006 a nurse noticed alarming of t-bird and found the empty screen and bad smelling. Immediately changed to a hand powered resuscitator to keep respiration of the pt. She first thought it was caused by a short circuit of power line so that she plugged off. After a while she noticed the vent was automatically on operation, then, confirmed the vent was ok even after plugging-in to ac power. The vent was applied to the pt again. Settings: mode smiv, br 12, psv 13, peep 3cm, vt 500, peak flow 27, base flow 10, trigger-, oxygen 80%, trigger (flow) 2. Imi findings: event code 64, 67, 67 at 679 op hrs. C114 and c115 of display pcb burnt. Internal supply power voltage (+5vdc, +8vdc, +24vdc, +48vdc) are normal. The trouble can not be duplicated in spite of clear burning. The pcb must be replaced, though.

Manufacturer narrative:
H3: the distributor evaluated the unit and was unable to reproduce the reported event. They did find that capacitors c114 and c115 on the display pcb are burnt. These burnt capacitors are the most likely root cause of the reported event. The distributor was shipped a replacement display pcb to repair the unit and return it to their customer ready to be placed back into service.